Event description:
Device malfunction: difficult to deploy- thumb advancer, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the superficial femoral artery after a diagnostic procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, bleeding continued. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The starclose instructions for use (IFU) indications for use states: "the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in pts who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath." The safety and effectiveness of the starclose se vascular closure system have not been established in pts in "pts who are morbidly obese." The device was received. Investigation is not complete.